Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5271003. Medical device expiration date: 09/30/2017. Device manufacture date: 09/28/2015. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Result: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 104425 with the incident lot was observed.

Event description:
It was reported the bd vacutainer® lh 170 i.u. Plus blood collection tubes were having color variation, no report of medical interventions or serious injury.